Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to improper diet. The patient was treated with "intra-abdominal" antibiotics for the event. Pd therapy was continued during the treatment. At the time of this report, hospitalization and the patient outcome were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date in 2 - 3 years. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.